Manufacturer narrative:
Suspect medical device: product ID unspecified cook embolization coil common device name: unknown as exact device product information is currently unknown. Reporter occupation: lawyer. PMA/510(k) #: unknown as exact device product information is currently unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of unspecified cook embolization coils. The patient had embolization coils implanted on (B)(6) 2010. After an unknown period of time after placement, the patient allegedly experienced chest pain, difficulty breathing, and swelling. At this time the coils have not been removed, but the patient plans to have them removed. No other adverse effects were reported for this incident.

Manufacturer narrative:
Investigation ¿ evaluation a litigation counsel reported an additional patient that had not filed a case yet. The patient had an embolization coil implanted on (B)(6) 2010. After the procedure, the patient experienced multiple health issues including chest pain, difficulty breathing and swelling. The coils have not been removed, but the patient is planning to remove them. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Due to this, no dimensional, visual, or functional verifications could be completed. There is no evidence that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify potentially related failure modes prior to distribution. The device history record (DHR) for the complaint lot recorded one non-conformance. However, the nonconforming device was repaired and there are 100% inspections in place for this device prior to release. A database search revealed no other complaints have been reported for the device lot. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. The product labeling was reviewed. The product IFU provides the following information to the user related to the reported failure mode: device description: "embolization coils are made of stainless steel coil with attached synthetic fibers to promote maximum thrombogenicity. The embolization coil is supplied preloaded in a loading cartridge, and is delivered to the target vessel using a soft, straight wire guide through a standard angiographic catheter." Warnings: "positioning of the embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstruction a normal and essential arterial channel." Instructions for use: "perform a final angiogram to confirm the coil position within the target vessel." How supplied: "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." A review of the design history file (dhf) showed that biocompatibility testing of embolization coils has been completed as described in iso standards. A definitive conclusion could not be determined as to why the patient experienced an adverse physiological response. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. Based on the information provided, no returned product, and the results of the investigation, the investigation conclusion for this complaint is cause traced to the patient for an adverse physiological response. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received via medical records 07jan2021: on (B)(6) 2009, a 13 month old female patient underwent a transcatheter occlusion and coil embolization to treat asymptomatic patent ductus arteriosus. Per the surgical report: "the initial juxtaductal aortogram showed a long type e ductus measuring about 1.5 mm at the pulmonary end and about 4mm at the aortic end with a length of 10-12 mm. The pulmonary artery anatomy appeared normal and the pas filled moderately densely. The proximal aortic arch was normal." A 4fr sheath was inserted into the right femoral artery. A 4fr vessel sizing catheter was inserted over a j wire. Injector angiogram was performed at the descending aorta and the vessel sizing catheter was removed. A 4fr angiographic catheter was inserted and one 038 x 3mm x 4cm cook stainless steel embolization coil was deployed. "After coil delivery, two hand aortograms showed the coil in stable proper position and no residual shunt on the last injection. The coil was free from the lumen of the aorta and protruded only slightly into the pulmonary artery." Hemostasis of the right groin was obtained. On (B)(6) 2009, the nurse noted the patient's mother confirmed the patient was "doing well post catheter, no problems, and back to her usual self." Sometime between (B)(6) 2009 and (B)(6) 2018, the patient experienced heartburn. On (B)(6) 2018, the patient underwent an upper gi endoscopy where the esophagus, stomach, and third portion of the duodenum were found to be normal. Biopsies were taken of each.

Manufacturer narrative:
G5 ¿ PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.